Event description:
It was reported that the 2600 system had an intermittent communication error message. Also the table breaker was tripped. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power switch and sensor interface board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.